Manufacturer narrative:
Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multi sample adapter. The reported lot# 1336950 was not found for the reported catalog# 364902. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multi sample adapter, the user identified molding defects with sharp protrusions. The following information was provided by the initial reporter. The customer stated: it was reported that a portion of a blue access device broke off. "We had the sharps portion of a blue access device 364902 break off in the cap of a needle this morning and a phleb almost cut herself on the barb sticking out. The nurse who drew the sample has been on the job for a week so we are wondering if this might have been a user error situation.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multi sample adapter, the user identified molding defects with sharp protrusions. The following information was provided by the initial reporter. The customer stated: it was reported that a portion of a blue access device broke off. "We had the sharps portion of a blue access device 364902 break off in the cap of a needle this morning and a phleb almost cut herself on the barb sticking out. The nurse who drew the sample has been on the job for a week so we are wondering if this might have been a user error situation.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damage as all samples met specifications. An additional 12 retention samples were evaluated by functional torque testing and no issues were observed relating to breaks off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode breaks off. Bd was not able to identify a root cause for the indicated failure mode.